Event description:
Patient presented to left ventricular assist device (lvad) clinic, on assessment patient's primary heartmate ii system controller noted to have very dim indicator light that pump is on and functional. Controller interface otherwise functional, patient's lvad working as intended. Given concern for controller malfunction in the near future, decision to change controller made with physician assistant & doctor out of concern for patient safety. International normalized ratio (inr) acceptable for controller change, patient reclined in clinic chair for safety. Controller successfully changed to new heartmate ii system controller, patient reporting no symptoms during brief pump stop.